Manufacturer narrative:
Correction: b5 and d10 should have included information on the right ventricular lead, not the left ventricular lead.

Event description:
It was reported there was noise seen on the atrial lead and the right ventricular lead as well. There was also concern for clavicle crush and abrasion on both leads. It was unknown if any action had been taken. The patient was stable. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported there was noise seen on the atrial lead and the left ventricular lead as well. There was also concern for clavicle crush and abrasion on both leads. It was unknown if any action had been taken. The patient was stable. Related manufacturer reference number: 2017865-2021-07049.